Event description:
Caller states that she performed a test on the device with a result of 19mg/dl and retested immediately with a result of 79mgd/l. No adverse event reported and no treatment received. No quality controls were used. Requeswted return of suspect device and replacement was sent.